Manufacturer narrative:
For the one pending event, the investigation determined that the service actions resolved the issue. The follow-up actions included: the sample probe, gear pump pressure, and rinse head volumes were checked. The rinse head was correctly attached. Precision studies were performed. Mechanical and operational checks were performed. All tests were successful.

Manufacturer narrative:
For one event, the investigation determined the following: the investigation determined the service actions resolved the issue. Follow up actions for this event include: the sample probe was replaced by the field service engineer and there have been no further issues. For one event, the investigation determined the following: the probe tip was slightly bent and had gel on it, causing a false liquid level detection. Follow up actions for this event include: the sample probe was replaced. Precision studies were performed. The customer ran controls and all passed. For one event, the investigation is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events. Questionable low results were generated by cobas 6000 c (501) module analyzers. The events involved an unspecified number of patient samples with questionable results for the following assays: an unspecified number tested with mg2 magnesium gen.2, an unspecified number tested with phos2 phosphate (inorganic) ver.2, an unspecified number tested with ldhi2 lactate dehydrogenase acc. To ifcc ver.2, one tested with albt2 tina-quant albumin gen.2, and four tested with ca2 calcium gen.2. One patient was aged (B)(6) years. There was one male.